Event description:
The patient reported that the site where she had the incision was very swollen and red, but both were reducing. She was also seeing some blood on her pajama pants from her wound. The therapy was reviewed with the patient and she was redirected to her healthcare provider (hcp) for further questions. Additional information received from the patient on (B)(6) 2016 reported that the site was no longer swollen. She was feeling itching and burning at the site. Her primary care physician (pcp) gave her some antibiotic salve and that had helped a great deal. She felt stimulation like butterflies on the day of implant or the day after but no longer felt it. The itching and burning occurred on the (B)(6) and no longer feeling stimulation occurred on the (B)(6). It was noted that the implantable neurostimulator (ins) was working, wonderful, and like a miracle. Additional information received from the manufacturer representative (rep) in response to follow-up reported that the patient had a follow-up appointment with their hcp on (B)(6) 2016. Additional information received from the rep on (B)(6) 2016 reported that the patient was seen at the previously mentioned appointment and was given a 5-day course of keflex and would be followed up the following week in the office. In dications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.